Manufacturer narrative:
The device has not been received to date. An olympus representative was instructed to ask the customer if they were using a third party lamp, as it had been reported that the customer had just changed the lamp. The olympus representative was also instructed to send the device to a repair center if the reported issue persisted. The manufacturing date cannot be identified because the serial/lot number is currently unknown. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a e103(lamp light-up error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation and the customer's reported e103 (lamp light-up error) could not confirmed. The root cause of the issue could not be determined, however, it is possible that the problem may have occurred due to the use of third-party lamps. Olympus will continue to monitor field performance for this device.